Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the abdominal pressure of the high flow insufflation unit became difficult to increase, and when it only rose to 3-4, there was a momentary loss of flow, and the device did not inflate. The issue occurred during an unspecified therapeutic procedure which was completed using the same device. There was a delay of 10 - 15 minutes and no reports of patient harm.